Manufacturer narrative:
The qa (quality assurance) investigation results were received on 04/09/2013. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.

Event description:
Synovitis [synovitis]. Left knee effusion [joint effusion]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a (B)(6) female pt, initials unk with kellgren and lawrence, grade 04 osteoarthritis (left knee). The case belongs to a batch of icsr's from a company purchased database containing a collection of date from october 1997 to july 2010. The pt's medical history was not provided. On (B)(6) 2002, the pt initiated treatment with intra-articular synvisc (hylan g-f 20) injection in left knee (dosage regimen not provided). The lot number for synvisc was not provided. On (B)(6) 2002 the pt experienced synovitis in left knee. On an unspecified date in 2002, the pt experienced left knee effusion and underwent arthrocentesis (small (1+) effusion, 37cc of clear yellow fluid was aspirated). On an unspecified date in (B)(6) 2002, the pt received treatment with betamethasone for synovitis and left knee effusion. On (B)(6) 2002, the pt still continued to experience synovitis of left knee. On an unspecified date in 2002, the pt again underwent arthrocentesis (moderate (2+) effusion, 28 of clear yellow fluid was aspirated). The pt received treatment with betamethasone for synovitis and left knee effusion. On (B)(6) 2002, the pt still had synovitis of left knee. On unspecified dates if 2002, the pt again underwent arthrocentesis (moderate (2+) effusion, 25 of clear yellow fluid was aspirated) and received treatment with betamethasone and xylocaine (lidocaine) for synovitis and left knee effusion. On (B)(6) 2002, the still experienced synovitis. Later, the pt received treatment with betamethasone for synovitis and left knee effusion. On (B)(6) 2002 (after 30 days of event onset), the pt recovered from the event of synovitis. The action taken with synvisc treatment was not provided. The outcome for the event of left knee effusion was not provided. Concomitant medications were not provided. The intensity for the event of synovitis was assessed as mild and for the event for left knee effusion was moderate. The reporting physician assessed the relationship between synvisc and the event of synovitis as definitely related. The causal relationship between synvisc and the event of left knee effusion was not provided.